Event description:
During the procedure the gdc trispan coil synerg detection circuit was examined before procedure and looked good. The aneurysm was accessed with an excelsior 1018 microcatheter and a transend-14 platinum wire. No more force than usual at retracting or putting the gdc trispan coil synerg detection circuit in place, no friction either. Not more tortuous than usual, no kink on the pusher wire. The gdc trispan coil synerg detection circuit was deployed with no problem. During the procedure, after the gdc trispan coil synerg detection circuit was put in place inside the aneurysm the proximal part of the pusher wire was covered with a sterile sheet to avoid a mistake such as putting the cables on the gdc trispan coil synerg detection circuit instead of a gdc. That was well respected and at any time the gdc trispan coil synerg detection circuit proximal part was expose to any type of detachment. At some point during the procedure one of the physicians noticed that the gdc trispan coil synerg detection circuit looked like it was not stable and may had detached. They slowly checked the gdc trispan coil synerg detection circuit and in fact was detached. Dr. Checked and reviewed each step and is positive that there was no reason at all for the gdc trispan coil synerg detection circuit to had detached. The pusher wire was not saved for examination. No other problem were experienced during the procedure and the patient is doing fine.